Manufacturer narrative:
Investigation results completed on a smiths medical cadd solis vip pump 2120. Device arrived in good physical outer condition. Event log revealed cassette not attached alarm several times. Upon evaluation tests the alarm message was duplicated when cassette was latched into device. Fluid aggression was found on the downstream sensor, so the sensor was replaced. Device passed all delivery and functional testing. Reported by investigation engineers the fluid aggression was caused by customer.

Event description:
Information received a smiths medical cadd solis 2120 pump entered alarm cassette not attached. No adverse patient events were reported.